Event description:
This lead was removed due to "lead failure" and no capture. The device was also removed at the same time for eri. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 23cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned fragment was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present dissection, free of insulation breaches. In addition, the dc resistances of the conductor fragment were measured. No peculiarities were found. Next, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.